Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for device change out, the right ventricular lead exhibited high threshold and low impedance. The lead was explanted and replaced successfully. There were no issues, the patient was stable post procedure.

Manufacturer narrative:
Analysis found the end of the inner insulation was found to be located at 31.5 cm and the outer insulation was found to be located at 33.8 cm from the connector pin. In this region, the outer insulation showed signs of necking down - tie down impression and the inner insulation showed signs of abrasion at the separated ends. An insulation abrasion breaching the outer insulation was noted at 33.2 cm to 33.9 from the distal tip. Abrasion are consistent with constant friction with another implanted device or feature of the heart one filar of the outer coil appeared to be abraded through. The damages found in these regions most likely caused the inadequate capture threshold reported from the field.